Event description:
A 0.2 micron filter extension set was damaged or defective. The filter cracked and leaked; the nurse noticed the leak soon after starting the infusion before any delay in therapy or harm to patient.